Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for tubing leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after blood collection, during needle retraction the blood leaked out of the tubing with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it was reported that after blood collection, when hitting the button to react, the blood is leaking out of the tubing.

Manufacturer narrative:
Medical device type: jka, fpa. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood collection, during needle retraction the blood leaked out of the tubing with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it was reported that after blood collection, when hitting the button to react, the blood is leaking out of the tubing.